Event description:
During manufacturer review of a vns patient's programming history, it noted an interrupted systems diagnostics test occurred on the day of vns implant surgery ((B)(6) 2003) which caused the settings to change from 0ma to 1ma every 60 minutes. The change was not noted until (B)(6) 2003, at which point the settings were corrected.